Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site and irritation. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 23 warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115 infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: ¿ leakage or scent of insulin, which may indicate the cannula has dislodged ¿ signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
It was reported that a patient's blood glucose (bg) levels reached 586 mg/dl while wearing the pod between 4 and 24 hours. The pod fell off at school and patient noticed irritation, thus, cannula dislodged from the infusion site (abdomen). The site was red, bumpy and very itchy. As treatment, the school nurse gave manual injection to correct high bg levels.